Event description:
Reporter, alleged obtaining a discrepant blood glucose result on a pt of 189 mg/dl and 189 mg/dl on the advantage system compared back to back with a result of 60-69 mg/dl on an emt's advantage system when testing was performed less than 10 minutes apart. Reporter had initially alleged his fire department's meter obtained a blood glucose result of about 156 mg/dl compared to another facility's result of about 32 mg/dl, but this was only an estimate and another call provided the actual results. Reporter did indicate that the pt was experiencing some hypoglycemic symptoms during the time of testing. Reporter was not sure if any actions were taken or treatment received but that the pt was taken to the hospital for the first incident and that the pt was treated based on the second facility's meter. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch is being submitted for discrepant back to back results with comfort curve test strips used by one facility. Reference medwatch report with a1 pt for discrepant back to back results with another lot of comfort curve test strips used by another facility in the same incident.